Event description:
This pt developed a right-sided pneumothorax the day following implant. A chest tube was inserted and the issue declared resolved on (B)(6) 2011. The pt was discharged from the hosp the following day. No additional complications have been reported and all records indicate this device remains actively implanted. Should additional info become available, this event will be updated.